Event description:
It was reported that while in CPAP ventilation, the ventilator stopped blowing air to the patient three times. The transport crew had changed the ventilator settings in between failures to higher settings in an attempt to get more air from the ventilator but it would then shut down again. The patient was placed on a back-up ventilator for the remainder of the transport. No patient harm reported. It is unknown if there were any audible alarms when the reported problem occurred.